Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock while sleeping due to oversensing of noise. Boston scientific technical services (ts) was consulted and suggested performing an x-ray to evaluate placement due to the amount of noise seen. The field representative noted they could not reproduce the noise and the x-ray showed that the distal electrode was superficial and over the left pectoral too far lateral. This was the same as at implant. Subsequently the sensing vector was reprogrammed and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remained in service.